Event description:
It was reported that during an unknown procedure the device could not fire at the second firing. Changed to another one to complete the procedure no patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Damaged yoke teeth the analysis results found that the atg45 device was received with the clamping mechanism damaged. No cartridge reload was present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reach on what cause the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.